Manufacturer narrative:
Additional information was received that the patient had been experiencing worsening gait and balance problems.

Event description:
A report was received that the patient experienced a severe fracture of the pelvis. The patient was admitted. The event is assessed as possibly related to the procedure and device.

Manufacturer narrative:
Additional information was received that the event was not related to the device or to the procedure.

Event description:
A report was received that the patient experienced a severe fracture of the pelvis. The patient was admitted. The event is assessed as possibly related to the procedure and device.

Manufacturer narrative:
Additional information was received that the event was not related to the procedure.

Event description:
A report was received that the patient experienced a severe fracture of the pelvis. The patient was admitted. The event is assessed as possibly related to the procedure and device.

Manufacturer narrative:
Date of birth: (B)(6).

Event description:
A report was received that the patient experienced a severe fracture of the pelvis. The patient was admitted. The event is assessed as possibly related to the procedure and device.